Manufacturer narrative:
G4:28jan2021. B4:03feb2021. H11: b5: the customer reported a ventilator shut down for 30 seconds when jostled during clinical use. It was reported that the device did not alarm at the time of shutdown. It was also reported that the same ventilator failed the o2 mix accuracy-test during the performance verification test (pvt). H10: the customer evaluated the device with assistance from the philips remote service engineer (rse). The rse confirmed the reported issue. The device was in clinical use at the time the issue was discovered. The event was reported to have caused a delay of 30 seconds when the device shutdown. There was no patient or user harm reported. As a result of the evaluation, the customer replaced the gas delivery system (gds) and both filters. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer reported a ventilator shut down for 30 seconds when bumped and slightly lifted during clinical use. It was reported that the device did not alarm at the time of shutdown. Lastly, it was reported that the same ventilator failed the o2 mix accuracy-test during the performance verification test (pvt). The customer had confirmed that the ventilator had shut down briefly when jostled. The device was in clinical use at the time the issue the shutdown issue occurred. The patient was not immediately transferred to another ventilator. The customer reported that the patient was on the ventilator and had lost their ability to breathe on their own. The patient was being transported to another room to be intubated. While transferring the patient to a different room, the device bumped into one of the healthcare workers ' feet, causing the v60 ventilator to lift up slightly then slam back down. The event was reported to have caused a delay of 30 seconds when the device shuts down. There was no medical intervention. There was no patient or user harm reported. The ventilator was simply restarted and was operational when it turned back on. The patient continued to be on the ventilator briefly while the healthcare workers prepared the intubation. As a result of the evaluation, the device was evaluated by the customer, who found additional issues such as the o2 mix accuracy-test during the performance verification test (pvt). The customer replaced the gas delivery system (gds) and both filters. The unit was functionally tested and successfully passed all testing. It was reported that the 100a-da pcba adc reference failed error code was also found in the significant event log, and the gds, which includes the data acquisition (da) board, was replaced. He also replaced the da pcba to mc pcba cable. He ran pvt for 24 hours without any ventilator issues. The unit was then returned to service. No other anomaly was reported. The customer returned gds was returned and tested by the manufacture failure investigator (fi). The visual inspection of the gds revealed no anomalies. The fi determined that there was no failure on testing for the o2 concentration accuracy testing at 30 percent. When running the test came out within the specification according to the data form that is attached as required. The reading came out at 31.4 percent. All tests meet the required data sheet limitations.

Manufacturer narrative:
Correction to follow up 2 (manufacturer failure investigation results), section g.3.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported a ventilator that turned off when bumped and failed the o2 mix accuracy test. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.